Event description:
It was reported that the insulin pump alarmed button error, as well as battery out limit after a battery replacement. The blood glucose reading was 147 mg/dl at the time of the button error alarm, and it was 209 mg/dl at the time of the battery out limit alarm. The customer stated that she walked through an x-ray machine while at the airport leading up to the issues. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2015-11705.

Manufacturer narrative:
No button error alarm or unexpected battery out limit alarm noted. The insulin pump had no button response on up arrow button due to corroded keypad traces. The insulin pump was unable to perform the unexpected restart error test, occlusion test, prime test and the excessive no delivery test due to no button response. The insulin pump had minor scratches on display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. The motor was tested outside of the insulin pump and passed.